Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.